Event description:
I had the essure birth control device implanted in 2007. I started having adverse reactions soon after, including low back pain, bowel issues including diarrhea, loss of bladder function, severe abdominal pains that lasted over months. Finally, in (B)(6) 2014, I was admitted to the hospital after 3 emergency room visits in 10 days where my obgyn did a laparoscopic bilateral salpingectomy because the essure coil on the right side had perforated my fallopian tube and was stuck to my colon.